Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Device had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. He removed the battery, put it back in and the insulin pump alarmed button error. Customer stated that it was humid and he was sweating. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.